Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was mos1. The charge amount drawn from the battery matches the measured battery voltage. There was no indication of a device malfunction.

Event description:
It was reported that the device was explanted and replaced approx. 25 months after the implantation due to the field safety corrective action, bio-lqc, initiated in march 2021. There is no further complaint associated with the device.